Manufacturer narrative:
Philips service replaced the dvi matrix switch power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the dvi matrix adapter was missing, causing x-ray failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.